Manufacturer narrative:
Company was informed of an inserter breaking inside an implant near its final position in bone. Surgeon was satisfied with the final structure result, but could not retrieve the broken inserter part and closed the surgical site. An investigation was performed including internal analysis of records, patient imaging, and surgeon feedback. There is no indication of a design, manufacturing, sterilization or process issue affecting device safety or effectiveness (implant and inserter). It was concluded that this event was the outcome of an unintended use error of the device, which resulted in excessive torsional forces leading to the inserter breakage. The instructions for use of the implant include precautions and recommendations for the selection of appropriate surgical technique, implant size and configuration and precaution that excessive force may cause breakage or damage to the device. The instruction for use of the instrument pack states that the instruments are not intended to be implanted, and precautions to avoid excessive force as it may damage the instrument. Company continues to monitor these events as part of post market activities. Additional report from the initial importer relating to this event is: #3014323288-2024-00012.

Event description:
It was reported that during a tri-malleolar fracture fixation procedure the inserter provided within the convenience kit had broken inside the implant during insertion. The broken part was not retrieved. The surgery was completed with no reported patient harm.